Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given delivery testing; the device was found to meet with specifications. The reported issue was not confirmed.

Event description:
Information was received that during bench testing of this smiths medical cadd solis vip pump, the pump failed accuracy by -9.90%. No patient involvement reported.